Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post cardiac bypass upon device interrogation, the right atrial lead exhibited high capture thresholds. The patient was asymptomatic to the event. The device was reprogrammed. On (B)(6) 2018, while trying to reposition the lead, the stylet could not be inserted more than half way down. The lead was explanted and a new lead was implanted without any complication and patient was stable pre, during and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of inadequate capture was not confirmed while the reported event of stylet insertion failure was confirmed. Analysis noted a severely over-torque inner coil in the connector region due to procedural damage. The cause of the reported event of stylet insertion failure was isolated to the over-torqued inner coil in the connector region which is consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.